Event description:
It was reported that during a laparoscopic hernia repair procedure, the surgeon was going to advance the clips and the jaws closed with no clip advancing into the jaws. Sutures were used to control the bleeding. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.